Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. Zimvie received one implant for evaluation. Visual evaluation / functional test was performed, a driver was stuck inside the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were missing or confusing instructions for use and/or clinician does not follow recommended protocol for implant placement and final seating (e.g. Tool inserted incorrectly, tool selection, tool not fully engaged) therefore, based on the available information, a device malfunction did occur. A driver was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Implant internal hex stuck to driver, had to be removed. Tooth #31.

Manufacturer narrative:
(B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.